Event description:
Litigation alleged the patient suffered chronic and severe pain, difficulty moving, painful popping emanating from the implant, metallosis and excessive levels of chromium and cobalt as a result of the implanted asr hip.

Event description:
Litigation alleged the patient suffered chronic and severe pain, difficulty moving, painful popping emanating from the implant, metallosis and excessive levels of chromium and cobalt as a result of the implanted asr hip. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form and medical records were received, which identified part/lot information, as well as additional revision information. Medical records indication that patients femoral head (bone) collapsed and that patient has avascular necrosis. Complaint has been reopened to address this additional information.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The investigation has been reopened due to receiving additional revision information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.